Event description:
Event description cpi received information that a few days after this selute lead was implanted the physician noted loss of capture due dislodgment. The lead was removed from service, and an active fix lead was implanted.